Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The company representative (rep) reported that a physician has questioned about possible causes of increase in impedances. The physician felt that when he uses paddle leads, impedance gradually increases overtime to greater than 20,000. The physician doesn't seem to have that problem when he uses percutaneous leads. The physician felt that it could be formation of fibrous tissue over time, however, would impedance be greater than 20,000. If additional information is received, a follow up report will be sent.